Manufacturer narrative:
This right ventricular (rv) lead was returned to boston scientific¿s post market quality assurance laboratory with the connector tool inserted on the terminal. Visual inspection noted multiple cuts in the insulation, consistent with the reported damage generated during explant. The insulation and poly sleeves were bunched up in multiple places of the lead body. Detailed analysis determined the bunched insulation was likely caused a design failure. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient experienced chest pain and intercostal muscle stimulation a few days after this right ventricular (rv) lead was implanted. An echocardiogram revealed the pain was caused by an effusion. No perforation was observed via computerized axial tomography (cat) scan. To solve the issue, a physician attempted to reposition both leads. During the revision, the anatomy of the right ventricle difficulted the reposition of the rv lead. As result, the physician cut the insulation of the lead to facilitate the implant of a replacement and the lead was extracted. No additional adverse patient effects were reported.